Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 500's mg/dl and 139 mg/dl, and 136 mg/dl on an unknown meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.